Manufacturer narrative:
Testing and investigation found that the corrosion in the battery compartment on the battery door and on the middle printed circuit board of the device was caused by leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that corrosion was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.